Event description:
Reported intracranial pressure (icp) measurement too high for 1 hour, with injection of treatment to the patient, while all vital parameters were ok. By manipulating the monitor, the high measure returned to normal.

Manufacturer narrative:
The monitor passed visual inspection, functional tests and performance checks. No false contacts were detected on the connectors, despite the loss of the icp transfer connector retaining ring. The catheter has been implanted and has permanently measured intracranial pressure, with no defects. It is possible to hypothesise that the pso-ec30 (lot number : f23090734) cable has a false contact and is the cause of the malfunction. Then, sophysa asked for the cable to be returned, and it appears that the cable has effectively a false contact which lead to icp measure variation. The defect product reference was then updated. Follow up of the case 3001587388-2025-25011. This report is being resubmitted because the previous report sent on 04/04/2026 ((B)(4)) was not accepted.

Event description:
Reported intracranial pressure (icp) measurement too high for 1 hour, with injection of treatment to the patient, while all vital parameters were ok. By manipulating the monitor, the high measure returned to normal.